Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a signal artifact monitor (sam) event more than a year ago, thus cannot be viewed with a programmer. Technical services (ts) reviewed report and discovered a high out of range pace impedance measurement greater than 3,000 ohms. It was noted to be from the right atrial ring to can configuration. Ts noted atrial sensing is enabled and this patient is in atrial fibrillation (af) on presenting and the sam event. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.